Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level (335 mg/dl). Additionally, the customer received an incomplete bolus alert and did not know why this alert occurred. The customer administered a manual injection to address bg level. The customer state bg levels were affected, however was unsure of the cause of the bg level. Reportedly, the customer used the cartridge for 3 days. Tandem technical support educated the customer that the incomplete bolus alert occurs when a bolus is requested, but not completed within 90 seconds.